Manufacturer narrative:
Corrected data: d1, d4, e2, e3. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the band broke while the device was in the patient's mouth. The device was delivered to the patient on (B)(6) 2025 and was first used on an unknown date. The patient didn't suffer any harm/injury, and no medical intervention was required. The patient reported the issue and stopped using the device on (B)(6) 2025. The device is with the patient. New bands are being sent out.

Manufacturer narrative:
The device has not yet been returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No physical device was received. Based on the information provided by the customer, the results are as follows: DHR results DHR was reviewed by daybreak. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).